Event description:
There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: a2, a4, a5, a6, b5, b6, b7, h6 - health effect impact code is being corrected to "f27 patient involvement". The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, the cause of the suggested event could not be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had abnormal image. The malfunction occurred during preparation for use for an unknown procedure. There were no reports of patient harm.